Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia after starting the ilet, describing the algorithm as driving glucose very low despite multiple adjustments by the user and trainer, including changes to body weight to alter aggressiveness, with the lowest glucose in the 30s about an hour and a half after initiation and treatment with oral glucose; the device problem and component were not identified due to insufficient information. Symptoms included hypoglycemia, dizziness, and flushing. Outcomes included the need for unexpected medical intervention consisting of medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.